Event description:
It was reported during in remote follow-up that the implantable cardioverter defibrillator exhibited myopotential oversensing. This oversensing inhibited pacing. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.